Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from a consumer reported that after implant her pain was worse than ever. The consumer spent (B)(6) 2015 in the emergency room because she couldn't move her arm or put her shirt on because it hurt so badly. It was also noted that the consumer couldn't walk because it hurt so badly, which was going away but then got worse again. At first the consumer thought it was post-implant pain but it appeared to be getting worse. The consumer felt pain between the two incisions which starts in the back and goes all the way around to the front. The issue was occurring intermittently. The consumer was not sure if the pain was caused by stimulation but stated that she felt stimulation sensation at times. The consumer reported that the pain seemed to subside somewhat and that she would keep it off for 24 hours to see if pain subsides. It was noted that the symptoms were gradual. The consumer notified her health care provider's office of the pain but they essentially told her that unless she had pus dripping from the incision they did not want to see her until her post-operative appointment on (B)(6) 2015. The issue occurred during use in (B)(6) 2015. No diagnostics were reported. No further outcome was available. Follow-up was conducted to obtain this information; if additional information is received a supplemental report will be sent. The consumer's indication for use was noted to be spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that there was a loss of therapy. The patient liked to walk 10 miles a day, and she still had pain when she walked. The patient went to the doctor a week prior to the report, and the doctor told her to call the manufacturer to see if it could be tweaked. During the call, the patient was recharging and on 0.7 volts, and couldn't feel it. The pain started around 0.4 volts. At the time of the report, the patient was recharging and did not want to check the device or change the settings. The patient was going to increase the stimulation to a point where she can feel it (but not hurt) when she was not charging. It was later clarified there wasn't a loss of stimulation while recharging; the patient never felt stimulation at anytime until she turned it up to 1.2 volts, and then had to turn it down. Turning it up from 0.7 to 0.9 volts did help the pain. The patient did not have any appointments at the time. The pain may still be from surgery. The patient was just going to give it time and see. A follow-up report will be sent if additional information is received.